Event description:
It was reported that the user received a low glucose alert on the ilet while performing housework and experienced a hypoglycemic event of unclear cause. Symptoms included fatigue and sweating consistent with low blood glucose. Outcomes included self-treatment with oral fast-acting carbohydrates and subsequent improvement, with a fingerstick glucose of 93 mg/dl and no hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event attributed to hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.